Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-mar-2025, it was reported that the user was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025 after insulin delivery had stopped due to lack of a continuous glucose monitor (cgm). The dka occurred while the user was off the ilet. The user remains interested in continuing ilet use with additional training.